Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a long lesion with moderate tortuosity and mild calcification in the mid superficial femoral artery (sfa). The vessel diameter was 6 mm and was pre-dilated with a 7 mm balloon to fully open the lesion. The 6 x 120 supera was advanced to the target lesion; the stent was releasing nominally without any elongation; however, due to bad imaging and oversight, the supera stent was released inadvertently inside the sheath. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle, and the stent was retracted, but the tip had separated inside the sheath. Therefore, the sheath with the tip was withdrawn together from the patients anatomy under fluoroscopy. A new 6fr sheath was inserted and a new supera was advanced to complete the procedure. Although, the procedure prolonged and patient lost more blood during the sheath change, there was no adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although the reported failure to deploy could not be confirmed as it was based on operational circumstance of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that bad imaging and oversight during procedure contributed to the supera stent being released inadvertently inside the sheath causing the reported separation and failure to deploy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.